Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the articulating arm was broken. The site attempted to tighten the articulating arm, but it was not possible to lock it. The articulating arm was discarded at the site and a replacement was used. There was no patient present.